Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced nerve pain associated with pectoralis minor syndrome. As a result, approximately 1.5 years after initial replacement, the patient was administered an injection. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, 320-36-00 - 36mm humeral liner +0 unconstrained, 320-10-05 - equinoxe reverse tray adapter plate tray +5, 320-31-36 - glenosphere, 36mm, 320-35-01 - small glenoid plate. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected. H6: corrected investigation clinical codes. H10: corrected.